Manufacturer narrative:
The manufacturer received information from uno legal litigation in reference to a repaired dream station CPAP with an allegation of cancer. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. During the evaluation, secondary findings was observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service center. The third-party service center concludes that they couldn't confirm the customer's allegation and there were no visible foam degradation and unit got corrected. In box d product brand name has been updated/corrected. In box h problem code, method code, results code, conclusion code, usage of device, remedial action init and recall (z) number has been updated/corrected.

Event description:
The manufacturer received information from uno legal litigation in reference to a repaired dream station CPAP with an allegation of cancer. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be performed at this time. If any additional information is received, a supplemental report will be filed.